Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital retained.

Event description:
It was reported that the patient's right hip was revised due to poly wear.

Manufacturer narrative:
An event regarding wear involving a other hip liner was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report and follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that the patient's right hip was revised due to poly wear.